Event description:
Per the clinic, the patient experienced an extrusion of the implant (specific date not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent a revision surgery to replace the internal magnet (specific date not reported). The implanted device remains.